Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of claudication and stenosis are listed in the supera instructions for use, known patient effects of peripheral stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2017, the patient had was implanted with a 6.0 x 150 mm supera stent in the superficial femoral artery. The procedure was successful. On (B)(6) 2018, the patient presented with symptoms of claudication and angiography revealed restenosis in the deployed supera stent which was treated with the use of a laser and inflations with a drug coated balloon. The results were good with good flow. The patient was confirmed to have been compliant with taking his plavix. No additional information was provided.